Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on next day post implant, the device was interrogated and it was identified that the right ventricular (rv) lead was not capturing at highest output. Rv lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.